Event description:
One of the 8 covid testing kits I received (free via medicare) through my local safeway pharmacy, specifically a flowflex acon kit, was completely missing the testing solution + tube. FDA safety report ID# (B)(4).